Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedances greater than 2000 ohms on the right atrial channel. The physician suspects a potential set screw issue. This crt-d remains in service at this time. No adverse patient effects were reported.